Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. During investigation of received defective sample, it was found that the used sample was in two parts. Upon visual inspection of both the parts separately, flat part of the drain found broken from the hub area. As per standard practice, 100% inspection was carried out, visually, before and after packing of finished goods, prior to the product release. Retain samples were checked for lot # and found satisfactory. It is suspected that hub portion of the drain, might came in contact with some sharp tool, used during the surgery. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the sample was not possible. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.